Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed low flow with pump was in improper position corresponded with clinical description that triggered impella position in aorta & suction alarms. No other issues were found on the logs. Product was not returned for review. The cause of the low pump flow issue was patient condition related since the patient's anatomy prevented adequate positioning in the lv.

Event description:
The complainant reported that an impella 5.5 was inserted via direct aortic conduit graft but struggled to achieve optimal flows due to the patient¿s anatomy. A decision was made to try and insert via right axillary conduit graft to achieve optimal pump placement but was unsuccessful. After many attempts, the decision was ultimately made to abort impella placement. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.